Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to pump. The customer reported blood glucose value of 29 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake and hospitalization for less than 24 hours. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump was received with a serial number label fading. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 10-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime = 10/10/2024 00:00:00.000, dailytotalofallinsulindelivered = 51.225, dailytotalofbasalinsulindelivered = 30.925, dailytotalofbolusinsulindelivered = 20.3. 10/10/2024 05:52:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 12, bolusamountdelivered = 12. 10/10/2024 11:03:00.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.3, bolusamountdelivered = 8.3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with contour next test glucose meter. The pump communicated properly and recorded the 110 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 10-oct-2024 in the formatted history file.  Insert battery alarm was found on: 10/10/2024 03:06:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 61 (stuck key alarm) was found on: 10/07/2024 15:50:33.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during the testing. The pump was received with the original battery cap. No cracked/damaged battery cap or battery cap contact missing/damaged noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Customer alleged for pump/bg meter communication anomaly and battery cap contact missing/damaged were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that they visited the emergency room on (B)(6) 2024 at 3:30pm for 5 hours due to hypoglycemia. Blood glucose at time of event was 29 mg/dl. User stated they were dizzy leading to the event. User also treated with fruit juice. User stated that within the last 2 weeks they have been experiencing lots of lows. When asked what led to the event they stated vestibular therapy, stroke and heart problems have reduced their activity, sleeping more. Pump label was partially rubbed. User had problems with connecting contour next link (meter) to the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.